Event description:
It was reported that this inflatable penile prosthesis (ipp) not working properly and the patient presented at the hospital for an evaluation. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon inspection, a crack was identified in the left cylinder connector tube. The cause for the crack was not known by the facility. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the pump was removed and replaced. Upon inspection, a crack was identified in the left cylinder connector tube. The cause for the tubing crack was not known by the facility. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of mechanical issues and a crack in the tubing of this inflatable penile prosthesis (ipp) could not be confirmed through product analysis as the tube was not returned for analysis and the returned component performed within specification. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic inspection of the pump noted that the kink resistant tubing (krt) had been cut down to the pump block and was not returned for analysis. Functional testing of the pump found that the component performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.